Event description:
The complainant reported a 69 year old male patient presenting for impella support. During support, an access site bleed developed which prompted a blood transfusion. The patient also developed thrombocytopenia which was treated with a platelet transfusion. Lastly, the patient exhibited renal failure that prompted dialysis as intervention.

Manufacturer narrative:
The impella device was discarded by the customer and therefore; investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
Additional information received from the complainant reported the patient was also septic and had ventricular tachycardia with unknown relationship to the device. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
No product returned, there fore no investigation conducted.